Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reported she had not used/charged the scs system for approximately a month. The ipg is currently unable to communicate with multiple external devices. The patient stated having lost weight and there appeared to be scar tissue over the ipg site. Subsequently, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.